Manufacturer narrative:
Investigation summary: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for further testing, and the specific site and state of the crack cannot be identified, so the root cause of the crack in prn and leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
On the afternoon of (B)(6) 2026, a patient was receiving intravenous fluids prior to a painless gastrointestinal endoscopy. After the IV catheter was inserted, blood continued to back up into the line. Upon investigation, a crack was discovered in the heparin cap. The cap was immediately replaced, and the procedure proceeded normally without causing any adverse effects to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.